Event description:
Percutaneous coronary intervention (pci) was performed in a 75% stenosed lesion with moderate tortuosity without calcification in the distal left circumflex (lcx) artery. A guidewire was advanced to lcx posterolateral. The target lesion was not pre-dilated. The intravascular ultrasound (ivus) catheter was advanced to the distal portion of the lcx. Resistance was felt during advancement of the ivus catheter; however, the ivus catheter was able to cross the lesion without any problems and pullback was completed. The ivus catheter was removed from the patient without resistance but the physician observed approximately 2.6cm of the ivus catheter tip was missing. The physician attempted to retrieve the detached tip with a snare but the tip moved to the distal lcx posterolateral. The snare was unable to advance to the tip location due to the vessel diameter being too small. Two stents were implanted in the lcx distal over the detached tip which remained in the lcx posterolateral. After the procedure, unrelated to the event, the patient developed hemodynamic instability (blood pressure decreased) from distal embolus or vessel dilation due to nitro. Patient's condition was reported as "stable".